Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 16mm longitudinal tear starting at the proximal balloon waist. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12-oct-2017. It was reported that a balloon failed to inflate. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to the lesion, however the balloon was to able to inflate. The procedure was completed with another emerge balloon catheter. There were no patient complications reported and the patient status was stable. However returned device analysis revealed a balloon tear.